Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt's pump was not working properly and the pt's health care provider wanted to interrogate the pump. The pt had increased baseline pain. The pt had an infection and was going to have a heart valve replaced. The pt was in the hospital at the time the event was reported. The drugs in the pump at the time of the events were hydromorphone, clonidine, and bupivicaine. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.